Manufacturer narrative:
Update to the device evaluation and evaluation conclusion code. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, functional testing, leakage testing, and microscope inspection. Microscopic inspection of the inner and outer hemostatic valves of this returned device did not reveal any damage or abnormalities. Functional testing of the device's steering mechanism was performed, and the returned sheath was able to fully deflect and maintain position without issue. Leak testing using saline was conducted, and the sheath passed all testing from the hemostatic valve and flush port under both positive and negative pressures; however, air pressure testing the sheath shaft identified a leak path through the steering wire lumen. Pressurization of the steering wire lumen found multiple breaches along the braiding of the inner wall of the faradrive sheath lumen, which allowed air entry into the sheath lumen from the steering wire lumen during testing. Microscopic inspection of the sheath lumen interior identified deformations within the inner wall braiding that was most likely caused through some type of interaction between the sheath and another device. The damage inflicted upon the returned device during use created the leak path between the steering wire lumen and sheath lumen. In addition, microscopic inspection of referenced faradrive steerable sheath identified material within the distal tip. Analysis confirmed that the material was delaminated inner liner of the distal tip; the seam of the inner liner remained adhered within the distal tip. It is important to note that delamination of the distal tip inner liner was independent of the leak paths found through the steering wire lumen; this observation is a secondary finding and did not cause or contribute to the leak path identified in the steering wire lumen

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a faradrive steerable sheath clear the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis. It was further reported that a posterior left atrial wall ablation was performed and the patient's blood pressure dropped to a low of 60mmhg systolic and an st segment elevation was observed on the inferior lead. Air embolism to the right coronary artery was suspected. The farawave catheter was removed from the faradrive sheath under aspiration and no air was observed. The entire device system was checked for a possible air leak and source of air embolism, including the infusion sets, but none was found. The patient developed transient heart block that was reversed by 0.6mg atropine given intravenously, after which the patient condition stabilized with total normalization of the st segment elevation, improvement in blood pressure levels, and reducing inotropic. A coronary angiogram was performed which showed no thrombus nor air in right coronary and left circumflex arteries, and no significant coronary artery disease was noted. Upon reversing general anesthesia after the ablation procedure, the conscious level of the patient was noted to be impaired. The impairment level scored a 9 on the glasglow coma scale. An urgent computed tomography (CT) brain scan and a CT cerebral angiogram were performed and there was no obvious hemorrhage or acute ischemic changes noted and no obvious air bubble in the cerebral artery. A neurologist was consulted about the complications, and a likely diagnosis of acute cerebral injury from air embolism into the cerebral artery was made. A bolus dose of intravenous levetiracetam was administered to the patient as an anticonvulsant and then the patient was urgently transferred to another hospital for hyperbaric oxygen therapy (hbot). The patient was hospitalized and the event is ongoing. It was further reported that the physician suspected air embolism occurred during the procedure, but this was not confirmed by imaging of the patient nor by visual inspection when the device and irrigation systems were checked for air. The patient was discharged from the hospital after six days. A magnetic resonance imaging (MRI) scan was performed on the patient eleven days after the hospital discharge and no abnormalities were observed. It was confirmed that the adverse event resolved and the patient had no permanent impacts or injury.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a faradrive steerable sheath clear the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis. It was further reported that a posterior left atrial wall ablation was performed and the patient's blood pressure dropped to a low of 60mmhg systolic and an st segment elevation was observed on the inferior lead. Air embolism to the right coronary artery was suspected. The farawave catheter was removed from the faradrive sheath under aspiration and no air was observed. The entire device system was checked for a possible air leak and source of air embolism, including the infusion sets, but none was found. The patient developed transient heart block that was reversed by 0.6mg atropine given intravenously, after which the patient condition stabilized with total normalization of the st segment elevation, improvement in blood pressure levels, and reducing inotropic. A coronary angiogram was performed which showed no thrombus nor air in right coronary and left circumflex arteries, and no significant coronary artery disease was noted. Upon reversing general anesthesia after the ablation procedure, the conscious level of the patient was noted to be impaired. The impairment level scored a 9 on the glasglow coma scale. An urgent computed tomography (CT) brain scan and a CT cerebral angiogram were performed and there was no obvious hemorrhage or acute ischemic changes noted and no obvious air bubble in the cerebral artery. A neurologist was consulted about the complications, and a likely diagnosis of acute cerebral injury from air embolism into the cerebral artery was made. A bolus dose of intravenous levetiracetam was administered to the patient as an anticonvulsant and then the patient was urgently transferred to another hospital for hyperbaric oxygen therapy (hbot). The patient was hospitalized and the event is ongoing. It was further reported that the physician suspected air embolism occurred during the procedure, but this was not confirmed by imaging of the patient nor by visual inspection when the device and irrigation systems were checked for air. The patient was discharged from the hospital after six days. A magnetic resonance imaging (MRI) scan was performed on the patient eleven days after the hospital discharge and no abnormalities were observed. It was confirmed that the adverse event resolved and the patient had no permanent impacts or injury.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, functional testing, leakage testing, and microscope inspection. There were no faradrive device allegations, so the device was run through visual and functional testing to look for any defects that would have resulted in the patient complications observed in the field. The faradrive sheath was returned with the related farawave catheter in one sterilization pouch. The device was removed from the pouch and initial visual inspection found foreign material at the distal tip of the shaft. Inspection of the distal tip identified the foreign material to be adhered to the inside of the tip. Further inspection confirmed the material to be the inner liner of the tip of the faradrive sheath. The liner had delaminated from the distal tip with a seam still attached to the inner diameter of the sheath tip. The hemostatic valves were also inspected for potential damage or defects. The valves were found to be in good condition with no visual damage or tears. The valve slits were in good condition and had no visible presence of damage. The faradrive device was then evaluated for steering functionality. The faradrive was able to be fully deflected and maintain deflection with no issues. The sheath passed leak testing. The faradrive sheath was then pressure tested with air instead of water. A visible leak was observed coming from the pull wire lumen inside the handle. The pull wire lumen was then pressurized with a tuohy fitting to observe the leak origin. Multiple voids were observed along the inner braid of the faradrive shaft. These voids in the braid allowed air to leak into the pull wire lumen as observed during testing. The pull wire lumen leak and the distal tip liner delamination were confirmed to be separate issues as the observed leak to the pull wire lumen was due to exposed braid on the inner surface of the sheath. The liner was further investigated to understand the cause for the delamination. The distal tip was cut open to observe the liner which revealed the line to be attached at a seam. The liner was also still intact with no missing pieces. This liner was found to have been applied backwards. The inner surface of the liner, representing the inside diameter of the sheath is coated with hydrophilic coating to reduce forces of inserting devices. The outer diameter of the inner liner is uncoated to facilitate thermal adhesion. This liner was reversed in the manufacturing process which led to the poor thermal adhesion and resulted in the observed delamination. The reported patient complications are considered known inherent risks of the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6): it was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a faradrive steerable sheath clear the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis.

Event description:
(B)(6) clinical study, subject ID: (B)(6). It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a faradrive steerable sheath clear the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis. It was further reported that a posterior left atrial wall ablation was performed and the patient's blood pressure dropped to a low of 60mmhg systolic and an st segment elevation was observed on the inferior lead. Air embolism to the right coronary artery was suspected. The farawave catheter was removed from the faradrive sheath under aspiration and no air was observed. The entire device system was checked for a possible air leak and source of air embolism, including the infusion sets, but none was found. The patient developed transient heart block that was reversed by 0.6mg atropine given intravenously, after which the patient condition stabilized with total normalization of the st segment elevation, improvement in blood pressure levels, and reducing inotropic. A coronary angiogram was performed which showed no thrombus nor air in right coronary and left circumflex arteries, and no significant coronary artery disease was noted. Upon reversing general anesthesia after the ablation procedure, the conscious level of the patient was noted to be impaired. The impairment level scored a 9 on the glasglow coma scale. An urgent computed tomography (CT) brain scan and a CT cerebral angiogram were performed and there was no obvious hemorrhage or acute ischemic changes noted and no obvious air bubble in the cerebral artery. A neurologist was consulted about the complications, and a likely diagnosis of acute cerebral injury from air embolism into the cerebral artery was made. A bolus dose of intravenous levetiracetam was administered to the patient as an anticonvulsant and then the patient was urgently transferred to another hospital for hyperbaric oxygen therapy (hbot). The patient was hospitalized and the event is ongoing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Updates were made based on additional information received to blocks b2 outcomes attrib to adv event, b5 describe event or problem, and h6 patient codes, impact codes. Correction to the initial MDR in blocks h6 patient codes, impact codes and h11 additional MFR narrative. The patient code e0137 transient ischemic attack was removed from the patient codes block, the impact code f12 serious injury/ illness/ impairment was removed from the impact codes block, and h11 additional MFR narrative was corrected to note the device is expected to return to boston scientific for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. Updates were made based on additional information received to blocks updates were made based on additional information received to blocks a2 age at time of event and unit of measure, a4 weight and unit of measure, and b5 describe event or problem, b5 describe event or problem, d9 returned to manufacturer date, h3 device eval by manufacturer? And rfb device eval by MFR? H6 evaluation method codes and evaluation result codes, and h11 additional MFR narrative. Correction to the first supplemental MDR in blocks b5 describe event or problem, and h6 patient codes and h6 impact codes. The patient codes e0133 stroke/cva and e050301 air embolism were removed from the patient codes block, and the patient code e0137 transient ischemic attack was added to the patient codes block.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a faradrive steerable sheath clear the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis. It was further reported that a posterior left atrial wall ablation was performed and the patient's blood pressure dropped to a low of 60mmhg systolic and an st segment elevation was observed on the inferior lead. Air embolism to the right coronary artery was suspected. The farawave catheter was removed from the faradrive sheath under aspiration and no air was observed. The entire device system was checked for a possible air leak and source of air embolism, including the infusion sets, but none was found. The patient developed transient heart block that was reversed by 0.6mg atropine given intravenously, after which the patient condition stabilized with total normalization of the st segment elevation, improvement in blood pressure levels, and reducing inotropic. A coronary angiogram was performed which showed no thrombus nor air in right coronary and left circumflex arteries, and no significant coronary artery disease was noted. Upon reversing general anesthesia after the ablation procedure, the conscious level of the patient was noted to be impaired. The impairment level scored a 9 on the glasglow coma scale. An urgent computed tomography (CT) brain scan and a CT cerebral angiogram were performed and there was no obvious hemorrhage or acute ischemic changes noted and no obvious air bubble in the cerebral artery. A neurologist was consulted about the complications, and a likely diagnosis of acute cerebral injury from air embolism into the cerebral artery was made. A bolus dose of intravenous levetiracetam was administered to the patient as an anticonvulsant and then the patient was urgently transferred to another hospital for hyperbaric oxygen therapy (hbot). The patient was hospitalized and the event is ongoing. It was further reported that the physician suspected air embolism occurred during the procedure, but this was not confirmed by imaging of the patient nor by visual inspection when the device and irrigation systems were checked for air. The patient was discharged from the hospital after six days. A magnetic resonance imaging (MRI) scan was performed on the patient eleven days after the hospital discharge and no abnormalities were observed. It was confirmed that the adverse event resolved and the patient had no permanent impacts or injury.